Event description:
The registered nurse reported that during the middle of a cystoscopy with clot evacuation procedure, the tip of the inner sheath reportedly broke off inside the patient's bladder. The scope was being removed from patient bladder when the fragment broke off; the staff in the case did not notice damage. When the scope was reinserted into the bladder, the fragment was discovered. A new resectoscope was obtained and the fragment was removed. An alligator grasper was used to retrieve the fragment and the procedure was completed with a second like device. No patient injury was reported. Additionally, the settings were default for transurethral resection of a bladder tumor with saline; 200 coag/150 cut. No error codes were observed. No delay or unexpected bleeding. The patient did not have any anatomical challenges that could have led to inadvertent excess force being used. The patient was inspected as the bladder was irrigated and searched.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: a2 a3 a4, b5, e2, e3, g3, g6, h2, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The cause of the reported event is likely attributed to damage of the insulation material of the sheath was caused by thermal mechanical overload, wear and tear, improper handling, mechanical impact like fall, shock or similar stress. Please note that signs of fatigue or pre-damage, such as minute cracks, are often hard to spot. As stated on the IFU (instruction for use) and as a preventive measure, the user manual indicates that the ceramic tip can break due to mechanical loading or thermally induced straining. Thus, it is the responsibility of the user to inspect the instrument prior to every procedure. The legal manufacturer will continue to monitor complaints for this device.

Manufacturer narrative:
The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During an unspecified therapeutic procedure, the tip of the inner sheath, reportedly broke off inside the patient. The tip of the sheath was recovered and the procedure was completed with a second like device. No patient injury was reported.